Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6501a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was giving a gas device error; and after this error, they cannot use the gf-210ra. The customer used a different connection and changed the water trap, and the issue persists. They stated that they did not know if it was in patient use when the issue was discovered as they were just told to pick up the unit. No patient harm was reported.